Manufacturer narrative:
(B)(4).

Event description:
Left hip revision surgery was performed due to mechanical complication.

Event description:
The revision surgery performed (B)(6) 2017 involved removal of the hemi head and modular sleeve, and implantation of unspecified head and liner devices. The previously retained acetabular cup was then removed (B)(6) 2017, along with those other parts following recurrent dislocations.